Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving gablofen (concentration 2000 mcg/ml, dose 250 mcg/day) via an implantable pump for intractable spasticity and cerebral palsy. The event date was unknown. Negative sideport aspiration was reported; the managing doctor stated that the patient had been on a stable dose for years and then escalated to 250 mcg/ml. Clinically, the doctor felt she was too tight for the dose increases. The managing doctor did a sideport aspiration and they were unable to aspirate the catheter. There were no factors that the company representative had been alerted to that may have led or contributed to the issue. The managing doctor was going to refer the patient to the surgeon for possible catheter revision. At the time of this report, the issue was not resolved, patient status was ¿alive ¿ no injury.¿ surgical intervention did not occur, it was unknown as to whether it was planned.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: catheter.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the catheter was replaced on (B)(6) 2016 and the return status was unable to be determined. The pump managing physician felt that the patient clinically looked tight at a dose of 250 mcg/day. He did a side port access that was negative (no flow) and referred the patient to have a catheter revision and pump change since she was going into surgery anyway. There were no environmental/ external/patient factors that may have led or contributed to the issue. Diagnostics included the side port aspiration with no flow and the catheter was surgically replaced. The issue was resolved at the time of this report. It was noted when the catheter was exposed in the operating room (or) there were two small segments noted just distal to the sutureless connector (sc) strain relief sleeve in the pump pocket where it attached to the body of the catheter that were fractured and appeared to be stretched/narrower than rest of catheter. Because the cat heter was found to be fractured and there was no flow, the pump was restarted with 500 mcg/ml of lioresal and daily dose of 100 mcg/day. The rep requested that once the catheter cleared gross pathology department, that it be returned. The patient¿s status was ¿ali ve- no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.